Event description:
Post dilatation of a stent, the balloon ruptured.

Manufacturer narrative:
This device was being used off label for an unapproved indication. This device is labeled and 510(k) cleared for a pta indication. The device was not returned to numed for evaluation and the lot number of the device was not available from the facility. The physician stated that there were multiple balloon ruptures secondary to significant calcification of the conduit.